Event description:
Dueing a cathe lab procedure an attempt was made to deliver a shock to the pt. The shock key did not respond when pressed. 42 seconds after the first charge completed, a shock was successfully delivered to the pt. The reporter stated that there was no adverse affects to the pt as a result of device operations.